Event description:
It was reported this device was part of a full system explant due to infection. There were no additional adverse patient effects reported. The devices will not be returned for evaluation.